Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient's pocket system controller changed to emergency battery. The patient denied changing power or doing a system check before this happened as the patient was lying in bed tethered to the power module. The patient and the patient's family deny any change in wall power and/or flickering lights. The patient switched to batteries and the patient's family took the patient into the office. Upon arrival, the patient's pump speed was 7990 (low speed limit set at 8000) and according to the messaging on the pocket system controller, the patient was running on emergency battery. The pocket system controller was exchanged and the reported issue was resolved.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Manufacturer narrative:
The report of a no external power message while external power was available was confirmed during the evaluation of the returned device. The returned system controller was connected to a test patient cable, power module, and system monitor and the log file was retrieved successfully. The log file contained 240 events spanning approximately 7 days and 8 hours of data from (B)(6) 2013 to (B)(6) 2013. Although the recorded pump speed remained above the low speed limit while connected to the driveline throughout the log file, an event was captured towards the end of the log file at 6:40 am on (B)(6) 2013 where both power cables appeared to have been disconnected simultaneously. Although the backup battery supported the system until external power was restored, the no external power alarm status remained active despite the presence of voltage within the normal operational range. Thoratec has received similar reports in which the no external power alarm did not resolve after a successful power source exchange and we have updated the software in the system controller to version (B)(4) to address this situation. This system controller, serial number (B)(4), was operating with the version (B)(4) software. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.